Event description:
Additional information indicates that surgical intervention was undertaken on 8 mar2024 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2023-08437. It was reported that the patient experienced undesired nerve stimulation. X-ray imaging revealed a bend in the leads. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.